Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation in his lower back but the patient reportedly has effective stimulation in his legs. An sjm representative reprogrammed the system but the issue persisted. The physician plans to re-trial the patient.